Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/exposure to petrolatum based products/mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that the patient was admitted to the hospital due to hematuria for 3 days, which aggravated for 2 hours on (B)(6) 2022. Relevant examinations were completed. At 9 o'clock on (B)(6), the patient underwent gasification and resection of the prostate under general anesthesia. After the operation, a foley catheter was used to drain urine according to the operating specifications. At 17 o'clock, the color of the patients washing fluid was red and the doctor ordered stretching. At 15:00 on (B)(6), the patient complained that there was a sound of air bag rupture and the physical examination found that the catheter slipped and the air bag ruptured, which delayed the catheterization of the patient. Immediately, the user replaced the catheter with a new one, reconnected the bladder for irrigation, and the color of the irrigation fluid was light red. At 17:00, the ward was inspected and the catheterization of the patient was normal and the adverse events improved.